Manufacturer narrative:
H.6. Investigation: one unused sample and three photo samples were provided to our quality engineer team for evaluation. Upon visual inspection of the samples, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. The returned sample was disassembled for further evaluation, no damaged or molding defect in the plunger rod was indicated that could have contributed to this issue. A device history was performed and found no no-conformances related to the reported issue during product of batch 1811234. This issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly.

Event description:
It was reported that before use of the bd plastipak¿ syringe the rubber stopper deformed

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ syringe the rubber stopper deformed.